Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of svd including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation, the specific mechanism leading to this explant cannot be identified or evaluated. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical literature " 5-year experience with transcatheter transapical mitral valve-in-valve implantation for bioprosthetic valve dysfunction" author: anson cheung et al, published on journal of the american college of cardiology vol 61, no17, pages 1759-1766 (2013). Edwards identified a 25mm pericardial valve that required valve in valve intervention due to stenosis and degeneration secondary to valve degeneration after an implant duration of nine (9) years. The patient received implant of a 26mm transcatheter valve and was noted as discharged.